Event description:
On 2012 (B)(6), t2scn operation was performed. The surgeon used a nail of 170mm in length. When proximal drilling the drill passed through had rubbing in a circular hole, but it completely slipped off behind an oval hole. He took off the device and inserted freehand after all. He said that I cannot use it with such target precision in future.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.